Event description:
It was reported that on (B)(6) 2013 the right ventricular lead exhibited high impedance and insufficient pacing. On (B)(6) 2013 loss of sensing was observed. During lead revision, there were signs of a lead fracture. The lead was capped and replaced.